Manufacturer narrative:
Block b3: exact date approximated, event occurred in november 2024.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had moved sideways causing frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.